Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis of the returned sample revealed the connector and the tip were detached from the device. However, both parts were not returned with the device. The issue reported by the customer about the visualization cannot be evaluated since the connector and the tip of the device were found detached. A device history record was performed for the finished device 50000064 number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab identified that the connector and tip of the device were detached. However, both parts were not returned with the device. The magnetic sensor functionality can not be evaluated since the connector and the tip of the device were detached and the device could not be tested or connected to the carto 3. The finding was identified on (B)(6) 2022. It was initially reported that during the procedure the vizigo sheath was not displaying on the carto 3 system. The sheath connector fell apart when the sheath was disconnected from the cable. A competitor sheath was used to complete the procedure. No patient consequences were reported. Connector coming out is not MDR-reportable. Visualization issue is not MDR-reportable. Broken tip is MDR-reportable.